Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2006. It was reported that the charger will not locate the ipg. A replacement charger and a spacer kit were shipped to the pt. Further attempts to reach the pt were not successful. No further info is available at this time.